Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Customer states the left front caster wheel will only go backwards. She also states that cross brace weld (rear left side) is starting to crack. MDR filed.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Customer states the left front caster wheel will only go backwards. She also states that cross brace weld (rear left side) is starting to crack. Only one MDR report will be submitted for this event, although two different complaints were created because of multiple issues, and the file numbers are the following: (B)(4).